Event description:
It was reported that pump experienced malfunction with displayed malfunction code. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset device without recurrence of malfunction, was advised that pump could continue to be used, and was instructed to call back if malfunction occurred again.